Manufacturer narrative:
Medtronic evaluated the device. The reported problem was confirmed. The root cause of the reported problem was determined to be due to a failure of ic, u5, on the therapy pcb assembly. A replacement device was provided to the customer.

Event description:
The device reportedly failed to turn on. There was no pt use associated with the reported event.